Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Delivery testing was performed three times. The customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that the cadd legacy plus pump caused under delivery by -10.85 percent. The event occurred during testing.